Manufacturer narrative:
(B)(4) - extraneal uv twinbag was removed as a concomitant product as it was not used by the patient.(B)(4). Upon follow up it was reported that the patient was treated with unspecified antibiotics and recovered from the peritonitis. Therapy was ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The hp was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the event was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.